Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Action with pd therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.